Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that some types of luer-lock caps are not well suited to the PICC luer connector due to its wings ¿ the caps cannot be twisted to the end, as the cap distal edge bears against the PICC wings. It was stated that eventually, the incompletely twisted cap can easily fall off the catheter leading to the risks for a patient.